Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation due to the left ventricular lead. The lead also had high threshold. The lead was programmed off and the patient developed intermittent congestive heart failure, so then later the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the distal segment of the lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.